Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with laparoscopic bilateral tubal cauterization due to sui. It was reported that the patient underwent a mesh revision on (B)(6) 2006 due to mesh exposure. It was reported that the patient underwent a revision of sling and resection of mesh on (B)(6) 2012 due to mesh exposure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 4/5/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent in office mesh trim on (B)(6) 2004 due to dyspareunia, mesh exposure and erosion. It was reported that patient underwent touched mesh with silver nitrate on (B)(6) 2012 & (B)(6) 2012 due to mesh exposure & husband was being cut during intercourse.

Manufacturer narrative:
(B)(4).